Event description:
Pt subluxed posteriorly. The original tibial component was put in with anterior tilt. The insert began to wear and malalignment became apparent. The tibia was recut correctly, and a new tibial component was implanted.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.